Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had redness and induration of the skin at the implantable neurostimulator (ins) site in their abdomen. The patient had recently had their ins replaced in (B)(6) 2016. The patient was hospitalized for analysis and evaluation. The patient had developed an infection. It was further reported the physicians had made some analyses but it was hard to know what the cause of the infection was. The ins and extensions were explanted and the patient was put on drugs. After 8 days, they implanted a new ins and new extension in a different site (sub-clavicular). The patient started to feel better and they were stimulated again and they had therapeutic benefit from the deep brain stimulator (dbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.